Event description:
General report received of an unspecified number of undocumented incidents of devices did not deliver. During testing at the user facility, it was noted that an unspecified number of devices did not deliver. There were no reports of any adverse patient events or delays in critical therapies while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.